Manufacturer narrative:
Device is not available.

Event description:
It was reported that after mechanical thrombectomy procedure of a clot located in the left intracranial area with the subject device, reperfusion was achieved. Ten (10) hours post procedure, the patient developed symptomatic intracerebral hemorrhage (sich) in the treated area. No medical treatment was performed for the sich. The patient died five (5) days post procedure. In the physician's opinion, the cause of the sich was an extensive cerebral infarction and the patient was in an already irreversible state in the early stage. Therefore the sich was not related to the device nor to the procedure. The cause of patient death was not reported.

Manufacturer narrative:
The device history record (DHR) review confirms that the device met all material, assembly and performance specifications. The subject device was not returned for analysis; therefore, physical as well as a functional testing could not be performed. However hemorrhage, blood loss with sequelae and death are known risk associated with endovascular procedures and noted as such in the device directions for use (dfu). Therefore, an assignable cause of anticipated procedural complication was assigned to this event. Expiration date: added. Manufacturing date: added.

Event description:
It was reported that after mechanical thrombectomy procedure of a clot located in the left intracranial area with the subject device, reperfusion was achieved. Ten (10) hours post procedure, the patient developed symptomatic intracerebral hemorrhage (sich) in the treated area. No medical treatment was performed for the sich. The patient died five (5) days post procedure. In the physician's opinion, the cause of the sich was an extensive cerebral infarction and the patient was in an already irreversible state in the early stage. Therefore the sich was not related to the device nor to the procedure. The cause of patient death was not reported.